Event description:
Event description boston scientific received information that this pacemaker could not be interrogated, and there was no magnet rate. The patient had a syncopal episode recently. The device has been implanted for 12 years and the patient has been lost to follow up. The estimated longevity is 6.2 years per merlin desktop.